Event description:
Senseonics was made aware of a false hypoglycemia events where the eversense cgm system alerted the patient with a low glucose alerts. The following example sets were provided. (B)(6) 2025 7:00 am / sg 62 mg/dl - bg 175 mg/dl. (B)(6) 2025 11:00 am / sg 59 mg/dl - bg 166 mg/dl. The patient did not take any actions based on the bg value.

Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Manufacturer narrative:
The investigation was performed on the customer synced glucose data on data management system (dms), which is a cloud platform for eversense systems. Based on the investigation analysis, for the first example at 7 am, there was no sensor glucose (sg) value available in dms as the system was not in use on 23 may 2025 between 06:52 am and 09:04 am. For the second example at 10:59 am, the sg value was 54 mg/dl and no blood glucose (bg) value was entered for confirmation of the differences. The customer did not seek medical treatment. User resolved the event from 7:00 am by taking glucose and didn't do anything during the event at 11:00 am because he confirmed that his bg was higher. A further review of the sensor data revealed instances where estimated values provided by the app were entered as calibrations rather than true bg values. The customer was advised that they should never enter anything other than a true bg meter value, from a finger stick, when calibrating. Entering an "estimated" value or using a value from the eversense cgm or another cgm, can disrupt the calibration and lead to significant deviations in the sensor readings. A review of 2 weeks worth data post feedback was analyzed, and the system showed good agreement between sg and bg values. The customer did not report any additional inaccuracies related issues by closure of this complaint. B4. Date of this report 07 july 2025. G3. Date received by the manufacturer? 07 july 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 4248. H6. Investigation conclusions updated to 19.